Event description:
A customer reported, a pt underwent a cystoscopy. Two days later, the pt complained of fever and urinary symptoms. The patient was tested positive klebsiella pneumoniae. The customer stated the pt was treated with antibiotics and the pt appears to have improved with treatment. The physician has declined to provide additional info.